Manufacturer narrative:
Correction to g3. Aware date was 5/26/2021.

Manufacturer narrative:
The devices were returned to edwards lifesciences for evaluation. During visual analysis it was observed the delivery system inflation balloon was burst. The sheath liner was bunched and delaminated circumferentially for a length of 1 inch from the distal tip. C marker band was intact. The sheath was expanded and tip opened as designed. Hdpe damage 1 inch from distal tip. There were shaft scratches near the distal tip. Due to the condition of the device, no functional testing or dimensional testing was able to be performed on the returned device. The complaint was confirmed through visual observation. A review of complaint history on confirmed complaints (returned and no product returned) from june 2020 through may 2021 revealed other similar complaints. However, no edwards defect was identified. As no lot number information was provided, DHR review and lot history review was unable to be performed. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, delivery system removal: completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure balloon lock is locked. Ensure the balloon is completely deflated. Retract loader (if needed). Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. Remove the suture securing the sheath. Sheath removal: remove the suture securing the sheath. Remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards. Do not readvance the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Reinsert dilator into the sheath or have an appropriate dilator ready to occlude the vessel if required. Appearance of the sheath upon removal: some curvature of the sheath may be present. Ripples along the seam are normal. An open tip and seam are to be expected. It is important to remember through the procedure to: initially insert the introducer sheath with the edwards logo facing up. Suture the sheath in place. Once completed, remove the sheath completely with the edwards logo facing up. Remove the sheath without torqueing. Do not readvance or reinsert the sheath at any time. IFU/training manual deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing nonconformances contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the visual inspection of the returned device. However, no manufacturing nonconformances were identified during the evaluation. As no lot/work order information was provided, reviews of the DHR and lot history were unable to be performed. However, review of complaint history revealed no indication that a manufacturing nonconformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely that the sheath liner delamination was present out of the box. Per the report, the implant itself went smooth but the balloon burst when the valve was nearly fully deployed. A post dilation was performed with a 26mm balloon. No vascular problems were reported but the removal of sheath and delivery system was rather complex. The physician could not retrieved the balloon completely, but the removed it in one unit. Additionally, evaluation of the returned device revealed that the liner was delaminated and bunched. As difficulty was encountered during delivery system withdrawal, excessive manipulation was likely applied to overcome such difficulties, leading to the sheath delamination. Additionally, as the delivery system inflation balloon was burst, the delivery system had an altered profile that could have caught onto the liner at the distal tip and delaminate it. Available information suggests that procedural factors (withdrawal of burst balloon, excessive manipulation) may have contributed to the reported event. The devices were returned to edwards lifesciences for evaluation. During visual analysis it was observed the delivery system inflation balloon was burst. The sheath liner was bunched and delaminated circumferentially for a length of 1 inch from the distal tip. C marker band was intact. The sheath was expanded and tip opened as designed. Hdpe damage 1 inch from distal tip. There were shaft scratches near the distal tip. Due to the condition of the device, no functional testing or dimensional testing was able to be performed on the returned device. The complaint was confirmed through visual observation. A review of complaint history on confirmed complaints (returned and no product returned) from june 2020 through may 2021 revealed other similar complaints. However, no edwards defect was identified. As no lot number information was provided, DHR review and lot history review was unable to be performed. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, delivery system removal: completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure balloon lock is locked. Ensure the balloon is completely deflated. Retract loader (if needed). Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. Remove the suture securing the sheath. Sheath removal: remove the suture securing the sheath. Remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards. Do not readvance the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Reinsert dilator into the sheath or have an appropriate dilator ready to occlude the vessel if required. Appearance of the sheath upon removal: some curvature of the sheath may be present. Ripples along the seam are normal. An open tip and seam are to be expected. It is important to remember through the procedure to: initially insert the introducer sheath with the edwards logo facing up. Suture the sheath in place. Once completed, remove the sheath completely with the edwards logo facing up. Remove the sheath without torqueing. Do not readvance or reinsert the sheath at any time. IFU/training manual deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing nonconformances contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the visual inspection of the returned device. However, no manufacturing nonconformances were identified during the evaluation. As no lot/work order information was provided, reviews of the DHR and lot history were unable to be performed. However, review of complaint history revealed no indication that a manufacturing nonconformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely that the sheath liner delamination was present out of the box. Per the report, the implant itself went smooth but the balloon burst when the valve was nearly fully deployed. A post dilation was performed with a 26mm balloon. No vascular problems were reported but the removal of sheath and delivery system was rather complex. The physician could not retrieved the balloon completely, but the removed it in one unit. Additionally, evaluation of the returned device revealed that the liner was delaminated and bunched. As difficulty was encountered during delivery system withdrawal, excessive manipulation was likely applied to overcome such difficulties, leading to the sheath delamination. Additionally, as the delivery system inflation balloon was burst, the delivery system had an altered profile that could have caught onto the liner at the distal tip and delaminate it. Available information suggests that procedural factors (withdrawal of burst balloon, excessive manipulation) may have contributed to the reported event. The complaint for sheath liner delamination was confirmed. However, no manufacturing nonconformances that would have contributed to the reported event were identified. Available information suggests that procedural factors (withdrawal of burst balloon, excessive manipulation) likely contributed to the complaint event. No labeling or IFU inadequacies have been identified. Since no edwards defect was identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), prior to implant of a 26mm sapien 3 ultra valve in the aortic position using transfemoral approach, a predilation with a 23mm balloon was performed the patient had a highly calcified annulus. During valve deployment, the balloon burst when the valve was nearly fully deployed. Nominal inflation volume was used during valve deployment. A post dilation was performed with a 26mm balloon. During removal of the delivery system, the ruptured balloon could not be retrieved into the esheath. The devices were removed as a unit with the balloon at the distal tip of the esheath. Upon review of the device, a loose piece of the balloon was detected. However, there are no missing pieces. The balloon was complete outside of the body. There was no major vascular disruption. The patient was doing well after the procedure. No complications were reported. During predecontamination evaluation, the esheath liner was found to be bunched at the tip and circumferentially delaminated. The sheath was expanded as designed with the tip opened as designed. There was hdpe damage 1 inch from the distal tip and scratches near the distal tip. The c marker band was intact.